Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced an infusion set tubing detachment on (B)(6) 2024. Site location was abdomen. Infusion set was in use for less than a day. No further infornmation was available.

Manufacturer narrative:
(B)(6).